Manufacturer narrative:
On (B)(6) 2018, the hospital's pump was examined by iradimed, and the event log was reviewed with the customer. The pump examination found normal operation, and did not find any failure that could cause the event. The pump's event log identified the infusion began using the dose rate calculator mode, where the dosing parameters (drug name, dose, concentration, patient weight, and volume-to-be-delivered (vtbi)) are entered for the infusion. After about 90 minutes of infusion, the anesthesiologist canceled the infusion. The pump normally reverts back to the initial start-up screen after an infusion cancellation, and displays the rate and volume-to-be-infused (vtbi) selections on the display (rate and volume mode). The anesthesiologist did not select the dose rate calculator mode previously used, but instead keyed in a rate of 300 ml/hr in the rate and volume mode, rather than program the dose value to be 300 mcg/kg/min in the dose rate calculator mode. The anesthesiologist entered the intended dose numeric value of 300 into the rate value after the dose rate calculator infusion was canceled. The anesthesiologist thought she was restarting the dose rate calculator infusion. The pump screen is clearly marked for both dose and rate value entries, as the text "dose" or "rate" is adjacent to the numeric value being entered. The dose rate calculator mode's display, where dosing parameters (drug name, dose, concentration, patient weight, and volume-to-be-infused (vtbi)) are entered for the infusion, is different than the rate and volume mode's display. The results of the investigation determined no pump malfunction occurred. The cause of this report was use error - the anesthesiologist mistakenly entered the intended numeric value for the dose as the rate when starting the infusion in the rate and volume mode. The anesthesiologist was not familiar with the pump operation. Additional customer training was provided on (B)(6) 2018. At the initial review of this report in 2018, it was determined to be non-reportable. This report is being provided at this time as a follow-up review determined this event met the criteria for being MDR reportable.

Event description:
During anesthesia of a (B)(6) male child, the infusion pump was programmed at a dose of 250 mcg/kg/min. During the case, the anesthesiologist went to increase the dose from 250 to 300 mcg/kg/min. Soon it was observed the patient's blood pressure dropped and breathing stopped. It was determined the 50 ml container of propofol was delivered in 10 minutes. The nurse present during the case reported that when the event occurred, the pump was operating in the rate/volume mode with a rate of 300 ml/hr. When the infusion began, the infusion was operating in the dose calculator mode. Medical intervention was required, and patient was taken to the pacu for recovery, and discharged to go home when he awoke. No patient injury occurred.